Event description:
A (B)(6) advia centaur hbs results was obtained on one (1) patient sample. The laboratory questioned the result and repeated the sample (which was repeatedly (B)(6)) in duplicate. The (B)(6) result was released as being confirmed without the confirmation assay having been run. The (B)(6) result was questioned by the physician and a second sample was drawn and sent to a second laboratory with a result of (B)(6). There are no known report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After analysis of the instrument and instrument data , it was determined that the cause of the discordant result was user error. The customer failed to follow instructions and should not have released the (B)(6) result without a confirmatory result : according to the siemens (B)(6) IFU (07064134 rev. N, 2010-07): "after repeat testing, if at least two of the three results are (B)(6), the sample is considered repeat (B)(6) for the presence of (B)(6). If a repeatedly (B)(6) result is confirmed by supplemental tests, such as the advia centaur hbsag confirmatory assay, the sample is (B)(6) for (B)(6).' The instrument is performing within specifications. No further evaluation of the device is required.